Event description:
The account alleged the head brake casters are engaging but not holding. No patient impact.

Manufacturer narrative:
The account replaced the head brake casters to resolve the issue.